Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2018-02943. It was reported that one of the patient¿s leads had migrated. As a result, the patient is awaiting surgical intervention. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2018-02943. Follow-up information provided the patient underwent surgical intervention on (B)(6) 2018 to replace anchor. Same leads are still implanted. Therapy was restored post-op. Issue was resolved. Note: both of the patient's leads are being reported because it is unknown which lead is liable.